Event description:
Caller reported that a malfunction occurred with the pump while it was being charged. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed that the new pump would have updated software. Customer will continue to use current pump; will rely on alternate method if necessary.